Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to enter MRI mode due to low impedance. In turn, surgery took place on (B)(6) 2024 wherein both leads were unscrewed, wiped off reinserted and cleared the low impedances.